Event description:
Customer states: during pre-test prior to use on a pt at hospital, a nurse confirmed the cuff pressure would not increase. Suspected a hole in the cuff but could not identify the failure. No pt involvement.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.